Event description:
A endurant stent graft system was implanted for the endovascular treatment of a 5.2 cm diameter abdominal aortic aneurysm. It was reported that the gray section on the rear side of the back-end wheel was unstable due to improper assembly of the parts. The problem was solved when the physician snapped it on and fixed it by hand. The procedure was completed successfully. No clinical sequelae were reported and the patient is fine. Additional information received reported that the backend wheel was barely attached and the physician clicked it back together.

Manufacturer narrative:
(B)(4). Conclusion: do not use product if any sign of damage.